Event description:
It was reported by service report that the bed had no motor functions. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Set screw out of adjustment. Screw readjusted.